Event description:
During initial implant, the stylet was unable to be separated from the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve event. The patient was stable.

Manufacturer narrative:
The reported event of ¿couldn't pull the stylet out of the lead¿ was confirmed. As received, a complete lead was returned to one piece. Visual and x-ray inspections of the lead found the inner coil was bunched up at the connector region consistent with procedural damage. The cause of the reported event was due to procedural damage to the inner coil at the connector region.